Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 800 mg/dl. The customer was admitted to the hospital. Customer felt sick to her stomach. The customer cause of emergency room visit as per health care provider was high blood glucose. The customer blood glucose is down and treated her. The customer was wearing the pump at the time of emergency room visit.